Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. It was noted that on the distal conductor there was blood/body fluid (not obstructed) and blood in/on helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted that blood was visible in the helix, photographs were taken and that the blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed.

Event description:
It was reported that during the implant procedure the helix mechanism of the lead was not completely extended after 30 turns despite successful testing prior to implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.